Event description:
It was reported the customer has been experiencing high blood glucose. Customer fills the cannula prior to connecting. Customer was advised the device will not alarm no delivery if the device was delivering the insulin. Customer was advised there might be air in the tubing since customer uses the insulin when it's cold. Customer was advised to fill cannula with 5.0 units as 1.0 unit may or may not yield a drop to small amount. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.